Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The battery required replacement. The customer declined service and the device was scrapped as requested. (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.